Event description:
This patient had bilateral mastectomies from fibrocystic disease. She had bilateral breast implants placed at that time and then replaced in 1985. For the past 2-1/2 years the patient has experienced pain in both breast with radiating pain into the right axilla. She also has experienced arthralgia in the fingers, elbows and right hip. She has also experienced myalgias in the lower extremities, shoulder, neck and back. She has a three to four year history of fatigue, short-term memory loss and night sweats. The patient had bilateral periprostetic capsulectomy with removal of the implantsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.